Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was being monitored closely as an outpatient. On (B)(6) 2018, the patient was readmitted with elevated ldh up to 1217 u/l on admission and ldh at 1095 u/l on the morning of the next day. An integrilin infusion was started. The patient was on aspirin, brilinta and coumadin with an elevated inr goal of 2.5-3. An echocardiogram was performed. The patient stated the urine was clear. The log file was sent for evaluation. The manufacturer¿s technical services representative reviewed the submitted log and observed no unusual events seen within the log file. There were no evidence of a thrombus within the log file. No further information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The patient remains on lvad support with replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on 11 may 2018. No additional information was provided.

Manufacturer narrative:
The referenced previous pump exchange was reported under MFR report number 2916596-2017-02777, (B)(4). Approximate age of device - 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted into the hospital on unspecified date for elevated lactate dehydrogenase (ldh) at 2177 u/l. The patient had a history of prior pump thrombosis with a pump exchange. Additional information requested but not provided.